Event description:
The customer stated that he was hospitalized for low blood glucose levels with a reading of 20 mg/dl. The customer stated that he had treated for high blood glucose levels, but they didn't come down as much as he thought they should. The customer treated again, then experienced the reaction. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.